Manufacturer narrative:
The part was not available for evaluation. Additional information provided states that the patient suffered a traumatic fall six weeks after the initial surgery. The most likely cause of the loosening is the fall the patient sustained; however, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that a revision surgery was completely due to revolve locking caps loosening post-operatively.